Event description:
Recipient of hip prosthesis in 1992 jumped from truck and felt pain in hip. Hip x-rayed and showed ceramic head of hip had broken into several pieces. Pt taken to surgery and new hip implanted.